Event description:
The MFR received info from a third party service ctr alleging a ventilator failed a step during testing. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's active exhalation control module was damaged and will be replaced to address the issue. The observed damage was consistent with the device being dropped. Device has been evaluated, but not repaired, pending customer approval of the estimate.